Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the pledget felt like it was falling apart. She thought she got it all out. Three days after removal a piece of pledget expelled from her vaginal cavity. She went to the emergency room where a gynecologist did an exam and confirmed no additional pieces remained. She did not seek further medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Consumer purchased and opened multiple boxes of super absorbency and regular absorbency tampons. She is unsure which absorbency was the problem since she combined all of the tampon absorbencies into one of the boxes. She provided the possible manufacturing lot code, nn217614c, from the available box but she did not have the other boxes. Records for the possible lot code, nn217614c, demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. For the other possible boxes, since a manufacturer lot code was not provided, with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.